Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (B)(6) 2013; 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the ventricular lead was oversensing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.